Manufacturer narrative:
(B)(6). It is unknown if the device was implanted in the patient or removed. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient underwent a kyphoplasty at l5 under local anesthesia. Two (2) beveled side firing access kits, one (1) drill, one (1) synflate balloon, and vertecem ii cement and syringes were used. Cement leaked out through a fracture in the posterior wall of the vertebral body and into the spinal canal. There was no indication for the fracture. Surgeon suspects the fracture was not caused by an excessive amount of cement in the vertebral body, but due to patient anatomy. The targeting and access of the pedicles was standard and the surgeon was in no danger of driving the needle into the spinal canal. It is noted the balloons inflated normally. Patient was then anesthetized and a laminectomy was performed to remove the cement from the spinal canal. Procedure was delayed approximately three (3) hours. Patient reported to be doing well with full function of the lower extremities. This is report 1 of 2 for (B)(4).